Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their buttons were unresponsive. The customer's blood glucose level was 411mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to no button response. No cosmetic damage noted during our physical inspection.